Event description:
It was reported that during initial implant procedure, the guidewire got stuck in the left ventricular lead. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The reported event of the guidewire getting stuck inside the lead was confirmed. Final analysis found the ptfe coating of the guidewire to be clogged inside the inner coil in the connector pin region with the inner coil bunched up and pulled back proximally consistent with damage occurring at the time of procedure.